Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent in that showed the defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4357484. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that foreign matter was found on the needle surface of a bd flashback blood collection needles 22g x 1" black. No injury or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 12/18/2015.